Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer was treated with manual injection. Customer stated that the insulin pump was not working properly. Customer stated that the insulin pump had takes forever to rewind and it randomly stops delivering insulin. The insulin pump will not be returned for analysis.